Event description:
The customer does not know the lot number for the device. The lot number could be either s4cc007x, manufacture date: 03/01/2014, expiration date 03/31/2019, (B)(4); or s4c005x, manufacture date: 03/01/2014, expiration date: 03/31/2019, (B)(4)..

Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon used the device to perform a low anterior resection and the anastomosis was very low. The surgeon could not open the device and had to convert to an open procedure to remove the stapler and redo the anastomosis. There was unanticipated tissue loss and or time was extended by more than 30 minutes. There was no bleeding reported in excess of 500 cc. Last known patient status: the patient was recovering well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).